Manufacturer narrative:
The reported observation of ¿ipg not working¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. Per the patient, they did not undergo any medical procedures at the time the device entered the service application state. The root cause of the device entering the service application state was not ascertained. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg was no longer communicating with external devices. It was believed the device had reached normal end of life based on the age of the device. As a result, surgical intervention was undertaken (B)(6) 2021 wherein the ipg was explanted and replaced. The ipg was returned to be investigated. Investigation concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. This was determined to be a device malfunction and not normal end of life for the device.